Event description:
It was reported the light source power switch cannot be turned on. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, it was presumed that the that the power switch did not turn on due to faulty harness switch and the device might have been affected due to fatigue caused by repeated operation or strong impact from the outside. Olympus will continue to monitor field performance for this device.